Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent inaccurate fill estimates were received. There was no reported adverse impact to the customer's blood glucose level. As the issues had occurred in the past, no troubleshooting could be performed.